Event description:
It was reported that pt underwent right distal femur replacement arthroplasty using expandable prosthesis in 2002. Following unsuccessful attempt to expand the implant, pt underwent revision procedure to replace components in 2004.